Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited increased and high threshold. The leads remain in use however the lv lead will be revised in the future. No patient complications have been reported as a result of this event.